Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs) during preventive maintenance (pm). The fsr completed pm inspection and all release to service testing. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During laboratory evaluation, no failure to calibrate occurred during testing. The product surveillance technician (pst) connected the epgs to a system one simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. Initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (lpm) and 100% o2 was 1.68 volts, within the specification of 0.55-2.758 volts. The pst initiated calibration twelve more times and calibration passed each time.

Manufacturer narrative:
(B)(4). Biomed was trained by the manufacturer, but has not been recertified for over two years.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The user facility's biomedical engineer (biomed) discovered the epgs was not plugged in. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). As per log analysis, the date the issue occurred was (B)(6)-2015. There are no log entries for that date. The gas system was last used on (B)(6)-2015 and was successfully calibrated. The next time the gas system was used is on (B)(6)-2015 and calibration was successfully performed. On (B)(6)-2015 the o2 sensor hours were reset to 0 indicating the o2 sensor may have been replaced. There is no indication of a problem in the log file. The oxygen (o2) sensor manufacturing date is june 1, 2015 and it was within its life span of six months. As per the field service representative (fsr), the biomedical (biomed) department of medical facility is fully aware of preventative maintenance (pm) schedule and reconditioning schedule of the electronic patient gas system (epgs) still they chose not to send the epgs for reconditioning. Epgs was due for reconditioning in 2013. The fsr informed that biomed was aware that the connector of the epgs had been disconnected purposely when he was going to remove the epgs from system 1 and just forgot it was left unplugged prior to using. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.